Event description:
It was reported that during procedure on (B) (6) 2008, suture would not pass through inserter. There was a knot or ball of suture preventing suture from passing.

Manufacturer narrative:
There have been no trends identified related to this type of event. Eval of returned device identified issue as mfg nonconformance. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.